Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. There was an obstruction in the connector port. Adhesive was around all three balseal connectors and in the connector bore at the #3 balseal connector. A known good lead could only be inserted to the point where the proximal end reached the #3 balseal connector.

Event description:
It was reported that during implant the lead would not securely connect to the ipg. The setscrew was tightened twice and the lead still moved around. A second ipg was used and the implant was successfully completed.